Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 51 mg/dl. Prior to the event; the customer was experiencing erratic blood glucose levels for three days. The customer reported blood glucose levels as low as 43 mg/dl and as high as 525 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. However, the customer stated that the bolus history was not displaying one of the boluses accurately. The customer was unable to troubleshoot further and stated that the health care professional wanted the insulin pump replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.